Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant low sodium (na) results for 1 patient sample tested on a cobas 8000 ise module. The initial result was 122 mmol/l. The repeat result was 140 mmol/l. The incorrect result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided. The customer replaced all of the electrodes and made sure no liquid was leaking through to the electrodes. The customer cleaned the unit and replaced the sample probe. The customer also replaced the sipper and vacuum nozzles and checked the pinch valve and pinch valve tubing. Afterwards, the issue was not solved. Sample short alarms occurred and the patient results were still low. Calibration and qc was ok. The field service engineer (fse) visited the customer site and performed a system clean and performed calibration and qc which were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.